Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Explanting physician reported against left side capsular contracture baker grade unknown. The device remains implanted.

Event description:
Explanting physician reported capsular contracture, baker grade iii on the left side diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed rupture on the device. Observed red particles in the gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Explanting physician reported capsular contracture, baker grade iii on the left side diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device..